Manufacturer narrative:
Additional information received on july 11, 2024, indicated that after explanting the device, it was noticed that the device is non-mentor. Therefore, no more investigation will be conducted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor smooth round high profile, 500cc saline prosthesis experienced right-sided deflation postoperative. The issue was diagnosed through physical examination. As a result, patient scheduled for removal on (B)(6) 2024 .

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of implantation was documented as (B)(6) 2004 per information found in "(B)(4) salesforce" a follow up was made to know if patient have a past event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 21, 2024 indicated that date of removal updated to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).